Event description:
Spontaneous call, pt states that ms-3 pump (sn (B)(4)) is malfunctioning alarming "blocked". Pt states he does not observe any kinks in his line. Because of malfunction, pt is now out of remodulin and was advised to go to the hosp. Medication and pumps were courier'd and md was informed. No other info known. Did the reported product fault occur while in use with a pt? Yes. Did the product issue cause or contribute to pt or clinical injury? Yes. Is the actual device available to be returned for investigation? Yes. Did we replace the device? Yes. Reported to (B)(6) by health professional.